Event description:
A malfunction was reported on the customer's pump, but there were no notable events before the issue. The customer's blood glucose level did not exceed 500 mg/dl (27.7 mmol/l). The pump was confirmed to be included in field correction, and the customer had already acknowledged the receipt of the correction email. There was no backup therapy available, and the customer planned to reach out to their healthcare provider. Tandem technical support decided to replace the pump, sent the replacement, and provided the necessary instructions for both storage and returning the faulty pump. The customer understood and acknowledged the steps involved.